Event description:
It was reported that the during a diagnostic ebus-tbna (endobronchial ultrasound guided transbronchial needle aspiration) procedure, processor malfunction occurred, where the image froze and error message us1605 occurred for cell board malfunction. As such, the procedure was cut short. The sample obtained was not enough and patient may need to be rescheduled. Several lymph noted that needed to be sampled only one was sampled before the malfunction. The procedure was not able to be completed as planned. The patient needs to be rescheduled for repeat procedure. Additional follow-up has been requested but unavailable the time of the report. There were no reports of patient harm.